Event description:
It was reported that patient experienced cardiopulmonary arrest (cpa) post procedure. During a pulse field ablation procedure, a versacross rf wire, a farawave nav catheter, and a 1.50mm x 15mm maverick 2 balloon catheter were selected for use. The procedure was completed. Approximately two hours after returning to the room, the patient experienced cpa. Extracorporeal membrane oxygenation (ECMO) was inserted. The patient's circulatory dynamics were stable, but brain function will be monitored for further observation. The effect of rocuronium was considered, but the anesthesiologist believed its impact was minimal. Since it was after pfa (pulmonary fibrosis ablation), and in this case, the number of pfas (67 times) was higher than usual, the cause could not be ruled out, but the exact cause was unknown.